Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken wire. The procedure was completing as planned with no reports of patient injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.